Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 247 mg/dl (different roche meter) and 112 mg/dl (patient's meter) and 283 mg/dl (different roche meter) and 117 mg/dl (patient's meter).